Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit exhibited received pressure of only 1/when insufflation switch was pressed, possible issue of faulty o-ring, and the gasket seal on the gas line connector was not sealing properly. Unsure as to when the event occurred. Not sure as to how the procedure was completed. There was no report of harm, injury or death.